Event description:
It was reported that during an arthroscopic guided latarjet procedure, after the abrasion of the glenoid neck using the straight reciprocating rasp, very thin metallic particles were observed in the intra-articular fluid. Numerous small debris could not be removed from the patient. The procedure was finished using the same device, with no surgical delay and no injury to patient.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. The clinical/medical team concluded, based on the product evaluation a user vs procedural event was the likely cause of the related event. The retained thin metallic particles from the straight reciprocating rasper are not implantable. Therefore, we are unable to rule out the possibility of local skin irritation, MRI restrictions or micromotion and/or migration of the retained thin metallic particles. The future impact to the patient beyond the procedure and the retained thin metallic particles cannot be determined. Per report, the procedure completed using the same device, with no surgical delay or patient injury; therefore, no further clinical medical assessment is warranted at this time. A visual inspection confirmed scratches on the straight cut rasp. The device shows significant signs of wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during an arthroscopic guided latarjet procedure, after the abrasion of the glenoid neck using the straight reciprocating rasp, very thin metallic particles were observed in the intra-articular fluid. The procedure was finished using the same device, with no surgical delay and no injury to patient.